Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus tip was defective and the bezel on the programmer was cracked. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus tip was defective and the bezel was cracked. Analysis noted that the tip was missing and did not work and the stylus tip position on the touch screen needed calibration. Analysis also noted that the bullets assay was broken, the upper handle was broken, error codes were found in the software history, and the power cable was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. Correction: device returned to MFR. If information is provided in the future, a supplemental report will be issued.